Event description:
A report was received that stated the pump alarmed "check clutch." No patient injury or adverse event was reported.

Manufacturer narrative:
The suspect device was returned and evaluated. Testing indicated that the position potentiometer was non-functional due to a loose connector cable, which caused the check clutch alarms. The position potentiometer connector cable was reinserted. After repair, the device was found to pass all delivery, accuracy and functional tests.